Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-03, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 32.5mg/ml at 5.710 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, they tried to perform a dye study but could not aspirate. It was later reported the patient ¿was allergic to dye for dye study, so we tried to aspirate.¿ the reason for the dye study/aspiration was not known. The patient was taken to surgery and when they opened the patient they saw the catheter was ¿broken.¿ the cause of the catheter break was not determined. The catheter was replaced. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
H6: all previously reported device codes and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient had a morphine pump put in for failed back syndrome. It was noted that over the weekend (in regards to notes from 2016-(B)(6)) the patient felt like they were in withdrawal. The patient had nausea and vomiting, which led the hcp to wonder whether or not the patient has rotors that are not working or whether or not they have a catheter occlusion. It was noted that most of the patient's pain was in the lower lumbar spine radiating down into the right hip and back and right hip and leg. A caudal rotor dye study was planned for 2016(B)(6) . The procedure was analysis and programming of the pump with fluoroscopy, shuntogram, and puncture of reservoir tubing. It was noted that normally in the procedure, they would utilized contrast or dye. Unfortunately, prior to beginning the operative procedure while in the holding area, the patient noted that the last time they had the dye for an magnetic resonance imaging (MRI), the patient developed an allergic reaction, shortness of breath, tightening in the chest, and inability to breathe. After consulting it was noted that injecting dye into the intrathecal space was not a good idea. It was noted that instead they utilized the simple bolus structure that we typically do for a myelogram (put bolus dose in and then view the rotors which they did do. This is how they circumvented the issue of no ability to assess. It was noted that following appropriate time-out and marcaine under direct fluoroscopic evaluation, a #26 gauge needle entered the access port to the pump. Unfortunately, after several attempts to aspirate, they got a hint of fluid into the needle hub but nothing that would support a complete aspiration of intrathecal tube. At this point in time, they repositioned the needle into the port and again tried to aspirate it. All of this was done under fluoroscopy. They finally pulled the needle. At this time, they explored the thoracic spine. The catheter was off to the left at the mid body of t9. The patient gave no indication that they had an occasional or cyclical pain down the right leg. It was noted that sometimes when the patients have catheters that veer off to the left or right, they will sit very close to the nerve root foramina and when they do dispense medication, the patient has painful or excruciating tingle down the leg. The patient demonstrated none of this. Following the findings of the rotor study, they were going to need to have the patient's catheter replaced. The hcp talked to the patient and insurance company about removal of the current catheter, insertion of a new catheter pump programming, and possible replacement or modification of the pump in the anterior abdomen. It was suspected the procedure would take 1.5 to 2 hours predicated upon the fact that the patient's disk spaces are becoming severely compromised with arthritic and degenerative changes. The patient was going to be in the prone position and then moved into a lateral position to complete the procedure. On (B)(6) 2016, it was noted about 2 months ago, the patient noted a decrease in level of coverage, and at this point in time, they did a pump myelogram with a rotor dye study. Because the patient was allergic to dye, a dye study could not be performed; however what the hcp did was give the patient a bolus dose and watched the rotors in the pump move. It was noted that the motors moved well. It was the opinion that the catheter had to be replaced. On (B)(6) 2016, the catheter was replaced and a significant procedure was encountered. The preoperative diagnosis was failed back surgery syndrome with occluded or torn intrathecal catheter. The postoperative diagnosis was failed back surgery syndrome with a torn intrathecal catheter. Procedures performed included revision and placement of a new intrathecal catheter (n575209001), programming, exploration and revision of the pump pocket which was necessitated by the placement of the new catheter, photo documentation of torn catheter, and the torn catheter was returned to manufacture for analysis. It was noted that the operative finding was torn intrathecal catheter at anchor site. Operative procedure included refill and maintenance of pump. The current dose on their morphine pump was 35 mg/ml. Because the patient has not had any flow into the intrathecal space and because the high concentration of the pump would not permit a dropping to 0.48 mg dosing schedule; therefore, they had to purge the pump. Purging the pump required a cold start. In other words, in the head of the pump between the reservoir and the catheter injection port, there was a massive amount of high concentration of the fluid morphine, so what they had to do was what they called a cold start or a back table where in they put a new pump. They put in new morphine at 10 mg/ml and then they had to do a 19 minute purge moving the new fluid at 10mg through the internal system and out the pump i.e. Purging the internal content or network in the pump of the high concentration so they could infuse the patient. Fluoroscopy was done. It was noted that was for a capsulotomy and catheter revision. Anesthesia was noted as general. It was noted that the tip of the catheter was in the middle of the body at t10. At this point, they proceeded to palpate the supraspinous processes and infiltrated with 0.5% marcaine. Utilizing a plasma knife, they opened up the skin and opened up the deep subcutaneous and came down into the catheter attachment. This was when the hcp noticed the torn catheter. It was noted that the intrathecal catheter had become compressed and acutely torn at the tie-down edge catheter interface. Photo documentation was gathered at that time. At this point in time, the hcp picked up the catheter, the tie down, and separated it out and tied off the intrathecal catheter. Once the hcp cut the intrathecal catheter that was tied off, they did have flow so our culprit came at the tear at the tie-down catheter interface. The hcp tied the catheter off. Removing the catheter would not be appropriate. At this point in time, another 16 gauge tuohy needle entered the intrathecal space. Good cerebrospinal fluid (csf), no blood flow, no paresthesia, and csf were encountered and the hcp then advanced the catheter under fluoroscopy superior with t10. The hcp removed the needle under fluoroscopy, and then under fluoroscopy, applied the tie-down apparatus. The hcp then secured the tie-down apparatus with 4 sutures of 0 silk to the deep subcutaneous. At this point in time, the hcp created a left paravertebral pocket in which they tied the end of the catheter off and then packed it into the pocket. Utilizing 2-0 vicryl, the hcp put in 4 sutures and closed the wound and then put on tegaderm. The sterile prep and the draping was then removed. The patient was then moved into a right lateral position. Unfortunately, this consumed between and 25 minutes of time because of the patient's exogenous obesity. The patient was again re-prepped and re-draped. At this point in time, the hcp utilized marcaine in the anterior pocket over the pump, infiltrated that and then opened it with a plasma knife, cut through the deep subcutaneous tissue, and then it broke into the pocket of the capsule. The hcp removed the pump and the remaining extension catheter. This was where the hcp had to back table or do a cold prime on the pumpwhich took approximately 19 minutes. The hcp took the old medicine out of the pump and washed it 3 times with normal saline. Then the hcp put the new medicine in and then did a back table prime or a cold prime that required 19 minutes. Culminating the 19 minutes on prime and then a 25-minute turn over from prone to supine, consumed approximately 44 minutes. Once we had primed the pump out, the new catheter was slid from the back to the front, and the hcp connected it. The hcp made a midaxillary stab wound and did a two-faced tunneling. At this point in time, we then connected the catheter to the extension catheter then to the pump. The hcp had good immediate backflow from the intrathecal catheter. The hcp placed the pump into the pocket and then through the 10 o'clock and 2 o'clock sutures, and they sutured it to the deep subcutaneous. The goose neck or the head of the pump was at 7 o'clock. At this point in time, the hcp began the laborious process of closure. The hcp utilized vancomycin powder on the lumbar laminectomy closing it in 2 layers with staples. The anterior pocket in the anterior abdomen was closed with 2 layers of deep subcutaneous (subcu) and then a layer of 3-0 vicryl. Vancomycin was placed not only in the pocket but also in the suture line. Staples were applied. Pressure dressing was applied to the back along with dressing to the anterior wall incision. An abdominal brace was placed. The patient was then emerged from general endotracheal anesthesia and transferred to the pacu. The hcp did speak with the husband postoperatively. They concurred with the procedure. The hcp explained the time element that was needed. It was noted that the patient will be admitted to the hospital for 24 hours and the orders were sent for bone and joint. The estimated blood loss was 25 to 30cc and there was no intra or immediate post-operative complications. No further complications were reported/anticipated.

Event description:
Additional information was received from a company representative. The initial reporter was identified.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient suffered serious injuries from a malfunctioning and defective pump. It was noted the patient suffered damages, mental anxiety, anguish, and a loss of self-esteem. The patient presented to the hospital in 2015 and 2016 for over dosage and under-dosage. It was mentioned that the patient also experienced drug withdrawals. It was noted the over-delivery and then under-delivery of pain medications resulted in severe pain, nausea, and lack of mobility. Around (B)(6) 2016, the hcp attempted to perform a caudal rotor dye study to determine the cause of the overdose and underdose. It was concluded that the patient's catheter would need to be replaced and the pump needed to be modified or replaced. On (B)(6) 2016, the patient's catheter was explanted and the pump was revised. During the revision, it was determined the catheter had failed and was occluded or torn. The patient's pump was purged and restarted after the catheter replacement. It was then reported the hcp noted in the operative report, on (B)(6) 2016, that in addition to placing a new catheter a new pump was put in to resolve the overdose and underdose(please note; this conflicts with the previous information that the pump was only revised). It was further noted that on unspecified date the patient had bodily injury related to the pump that was permanent, severe and disfiguring. The patient had unmitigated chronic pain, intermittent under-dosage, intermittent over-dosage, and intermittent drug withdrawal pains. It was noted the severe pain and suffering continues through present day. The patient experienced great pain and suffering, suffered great pain of body and mind, a loss of enjoyment of life, lost income, and mental anguish. It was also noted the hospital charted treatments to the patient that did not occur. Omitted information pertaining to pe's (B)(4) (*legal* pump failed) and (B)(4) (*legal* withdrawal & lack of pain relief).